Event description:
It was reported that a flogard infusion pump "does not function." It is unknown during what process step that this malfunction occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The date of the initial MDR submission should have been (B)(4) 2013.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on customer site. The device was visually inspected and the alarm log was reviewed. The pump was found to have received an alarm code of fg 111. During evaluation the alarm was found to be from a depleted battery. The main battery was replaced in order to fix the reported condition.